Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported: "intermittently would display values and then suddenly display no values with no error message" no consequences or impact to patient was reported.

Manufacturer narrative:
The returned cable was evaluated. The returned cable passed visual inspection and functional testing; however, failed software analysis due to corrupted cable life. A ¿replace cable" error message displayed; which would have prevented the unit from being able to engage in monitoring activities. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).corrected data: (brand name) updated from "m-lncs dc-I" to "rainbow rc-4". (Model#) updated from "2501" to "2406". (Catalog#) updated from "2501" to "2406". (Lot#) updated from "k17cgk" to "16c3x". (Unique identifier (UDI)#) updated from "(B)(4)" to "ni". (Device manufacture date) updated from "03/08/2017" to "03/28/2016". (PMA/510(k)#) updated from "k051212" to "k080238".